Manufacturer narrative:
Product ID: 8709, lot# j11330r06, implanted: (B)(6) 2002, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8709, lot# j11330r06, ubd 2004-08-26, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal 2000mcg/ml at 620mcg/day via an implantable pump. On (B)(6) 2019 it was reported that the patient had an increase in spasticity. The environmental, external or patient factors that may have led or contributed to the issue was the patient was using acupuncture but they were not sure if this was the cause. The diagnostics and trouble shooting performed was a dye study was performed in (B)(6) 2019 and they saw leaking. The catheter was leaking in between the anchor and the tip of the catheter. The actions and interventions taken to resolve the issue was a full system replacement wad performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2019. Product type catheter, product ID 8709, lot# j11176r35, implanted: (B)(6)) 2002-06-17. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient's catheter remained implanted, and no new catheter was implanted on (B)(6) 2019. The catheter leak happened on the patient's current active catheter which was implanted (B)(6) 2002. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown. Implanted: (B)(6) 2019, product type: catheter. Product ID: 8709, lot# j11176r35, implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8709, serial/lot #: j11176r35, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 2000mcg/ml baclofen at an unknown dose via an implantable infusion pump for an unknown indication for use. The patient was experiencing increased spasticity. A dye study and rotor study was done. The dye study revealed a possible catheter leak. The patient was going to have a catheter revision. The issue was not resolved at the time of the report, and the patient's status was noted as "alive-no injury". No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-may-2019 and it was reported that the cause for the possible catheter leak had not yet been determined. The device currently remained implanted and the patient would be scheduled for a catheter revision. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned and analysis found a deep hole caused by an abrasion. If information is provided in the future, a supplemental report will be issued.